Event description:
The facility's biomedical engineering department returned the device for service. During service testing, baxter service technician reported that channel c underdelivered. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.